Event description:
It was reported that re-positioning surgery was carried out in 2007. From then on the patient was only able to hear with electrode channels 1-6. Testing was unremarkable. A CT scan was carried out which confirmed that some of the electrode channels were outside the cochlear. Approx two and a half months later, it was found intra-operatively that the electrode was actually not fully inserted. It is assumed that during this surgery, the active electrode was damaged. The patient was then supplied with a new implant on the same day.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.